Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation; however, two photos were provided for review. The investigation is confirmed for unraveled material and peeled. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75186 pta balloon dilatation catheter allegedly experienced fiber wrapped around the balloon and material deformation. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review will be performed. The device was not returned to bd; however, one electronic photo was provided for evaluation. Therefore, the photo is pending evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75186 pta balloon dilatation catheter allegedly experienced fiber wrapped around the balloon and material deformation. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.